Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was prescribed antibiotics (type unknown), however, the infection did not resolve. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The infection reportedly occurred following trauma at the implant site. The recipient was treated with ceftriaxone, clindamycin and teicoplanin from (B)(6) 2016. The recipient was hospitalized from (B)(6) 2016. The recipient's infection is resolved. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.